Manufacturer narrative:
The device was not returned to resmed for evaluation. A resmed product support specialist went through the troubleshooting steps and advised the customer of possible causes and remedies of system fault 74. The customer stated they would contact resmed if the issue could not be addressed through the recommended training. Resmed has attempted to make contact with the customer for further information regarding the complaint, however, no contact has been made. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that while an astral device was being tested before patient use, it displayed a system fault (sf 74) indicating a software task error occurred. The device was not in use when the fault occurred; therefore, there was no patient involvement.